Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the keyboard was out of specification. It was also noted that the upper and lower cases were broken, the ring, side bail covers, ring cover and side bails were missing, the battery contacts were compressed, the battery drawer was broken, the battery flex was contaminated, and the battery release was contaminated.

Event description:
It was reported the epg (external pulse generator) would not power on. There was no patient involvement.